Manufacturer narrative:
(B)(4). Date sent: 3/27/2026 d4 batch #: z7030h additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? -relax pressure on blade. Did the device pass the pre-test? -yes had the device been working and then stopped? -yes did the patient experience any adverse consequences due to this issue? -no. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis determined that the returned device had the distal tip of the blade broken off and not returned, with the remaining blade portion scratched and showing evidence of contact with metal. During functional testing, an alert screen was displayed, which is attributable to blade damage. Disassembly verified that internal components showed no anomalies. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test and displaying alert screens like ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of blade damage include external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. There is no indication of patient involvement or adverse outcome in the summary. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch z7030h, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the ¿relax pressure on blade¿ alert screen was displayed by the generator. Changed to another device to complete surgery.